Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photo was provided and reviewed. The first and third photos were similar and shows that the storage tube and the filter was noted inside the store tube, and a pusher wire appeared to be detached from the pusher catheter, and an unknown tube has been seen. Second photo shows that the labeling packaging information, which the details was verified along with the track wise details. No other anomies were noted. Therefore, the investigation is confirmed for the reported detachment and advancement failure as the pusher wire appeared to be detached from the pusher catheter which could have caused difficulty in advancing the filter. A definitive root cause for the reported detachment and failure to advance could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E4, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an inferior vena cava filter placement procedure using denali femoral filter. During the placement procedure, it was reported that the filter allegedly experienced resistance in advancement and ruptured. It was further reported that the release set has allegedly loosen completely. There was no reported patient injury.

Event description:
On (B)(6) 2025, the patient underwent an inferior vena cava filter placement procedure using denali femoral filter. During the placement procedure, it was reported that the filter allegedly experienced resistance in advancement and ruptured. It was further reported that the release set has allegedly loosen completely. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.